Event description:
On may 17 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The medical affairs specialist (mas) sent a letter to the patient because the patient could not be readhed by phone on two different days at different times. The following information was provided during the initial call to lfs: the patient told the customer care advocate (cca) that about one month ago she experienced blurred vision. She was unable to use the reported lfs meter. She received assistance from emergency services. The cca noted that a result of "7" was obtained on another device and the patient received insulin as treatment. The patient may not have correctly reported the result on the other device as it is highly unlikely the patient would have received insulin treatment after an extremely low blood glucose reading was obtained. No information was provided regarding the patient's diabetes treatment regimen. The cca discovered that the patient was incorrectly inserting the test strip into the meter backwards. The cca resolved the issue with troubleshooting. The meter test strips, and control solution were replaced.